Event description:
A customer reported receiving a cgm error 42 on their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the customer through the process, after which the error did not reoccur, and the customer was able to successfully start their sensor session.